Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes in 2005. During catheter insertion, the peel-away introducer sheath peeled on the perforation but then it broke away. Forceps were used to easily remove the broken piece of sheath from the patient's body. The physician was able to complete the procedure with the same sheath.